Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been experiencing issues with the insulin pump. The insulin pump alarmed button error. The customer's blood glucose was 140mg/dl. The customer was advised the pump will be replaced, discontinue and revert to back up plan.

Manufacturer narrative:
Findings: no button error alarm noted. However act, escape and up arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, scratched case and missing end cap sticker.